Event description:
Per the customer, the tip of the pointer was bent during the case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d3, d5, g1, g4 and h4. D9 and h6 coding has been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
Per the customer, the tip of the pointer was bent during the case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.